Manufacturer narrative:
The device was not returned for analysis. Corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. A review of the production record and complaint history of the reported lot could not be conducted because the part and lot number were not provided. Based on the information provided, a definitive cause for the reported suture separation could not be determined. Factors that may contribute to suture separation during knot advancement include, but are not limited to, user technique (tensioning angle not coaxial) or suture/ nick damage. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3 - date of event: estimated literature attachment: article, titled "the trident approach: safety and feasibility of single perclose device for triple venous access during atrial fibrillation ablation".

Event description:
It was reported through single center retrospective study, to analyze the safety and feasibility of single proglide device for triple venous access during atrial fibrillation ablation (trident approach). Between (B)(6) 2025 and (B)(6) 2025, 86 patients underwent a pulsed field ablation (pfa) procedure using the trident approach. There were no issues in 85 of the patients; however, in one patient, the suture broke while tightening the knot. Hemostasis was achieved using manual compression. The article concludes by stating the trident approach using a single proglide device for triple venous access closure was safe and feasible, with zero vascular complications. Details are listed in the attached article, titled ¿the trident approach: safety and feasibility of single perclose device for triple venous access during atrial fibrillation ablation¿.